Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection was performed by the lab. There was no destructive testing performed. The tibial tray had bone cement well bonded to the grit-blasted fixation surface indicating good fixation. The polished surface on the top had scratches on the surface that appeared to have been caused by an instrument during insert extraction. The polyethylene insert had burnished regions on the articulating surface that appear to be due to femoral articulation. The backside of the insert had burnished regions on the bottom surface and the anterior locking mechanism was damaged likely during extraction. The femoral articulating surfaces had wear scratches on the articulating regions of the condyles and patella groove in the sagittal plane direction likely caused during articulation. The cobalt chromium femoral component had bone cement well bonded to the grit-blasted surface. The polyethylene patella had deformation on the articulation surface that likely occurred during articulation and had cemented attached inside the groove on the backside. Based on the examination of the components no reasons could have caused knee swelling, decreased rom and tenderness. No further action is being taken at this time; however we will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to swelling, decreased range of motion and tenderness.